Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was running too hot while in use with an attachment and cutting burr devices. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Concomitant medical products: upon further review of this complaint, it was determined that the motor device was not used together with the attachment and cutting burr devices. Therefore, the attachment and cutting burr devices are being excluded from this event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.